Event description:
It was reported during primary left hip surgery there were two instruments the doctor felt it could not be used for surgery. Screwdriver was worn and strip and the flexible shaft was twisted and unusable. Doctor discard instruments and used new ones.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.